Event description:
Tear on peritoneal dialysis (pd) catheter by titanium adapter. Superficial tear noted on the peritoneal dialysis catheter by the titanium adapter. Pd catheter was repaired and a new titanium adapter and transfer set applied.